Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device post-paced t-wave oversensing issue was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended which were planned to be made during the patient¿s next in clinic visit. Patient was stable. No further information available.